Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found the sample and reagent probes to be in poor condition. He noted that the rinse nozzle tips for suction were worn out because they had black deposits. The corresponding black tubing was noted to be worn out as well. He then performed mechanism checks. He cleaned the rinse stations for the sample and reagent probes. He noted that the gear pump pressure was within specifications. He verified that the rinse levels for the water and blank were sufficient. He replaced the rinse nozzle tips and flushed the corresponding vacuum tubes. He verified the correct position of the sample probe. He cleared the sample and reagent probes for blockages. He ensured that the rinse tubings were routed accordingly and would not be subjected to any kinking. He ran an air purge and photometer check with acceptable results. The fse performed precision checks with acceptable results. The customer performed qc with acceptable results. The pre-analytical data, qc, and alarm trace did not indicate an issue. The calibration trace until (B)(6) 2022 showed sporadic flags. The reaction curve for the low questionable result did not show any disturbance. This indicates that pipetting or cell rinsing was within specification. However, the reaction curve also showed no reactions. This indicates sample pipetting issues. The investigation is ongoing.

Event description:
The initial reporter received a questionable tina-quant c-reactive protein IV (crp4 ) result for 1 patient sample tested on the cobas 6000 c (501) module. The initial result was reported outside of the laboratory. The result reached the doctor in the ward and the pathologist. The initial result was 0.63 mg/l with a repeat result of 50.34 mg/l. The reagent lot number is 610879. The expiration date was requested but not provided.

Manufacturer narrative:
After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was consistent with an operator-related maintenance issue.